Event description:
A materials manager reported the probe would not cut during a procedure. A second probe was opened and used to complete the procedure. There were no reports of delays or pt harm.

Manufacturer narrative:
Complaint eval performed on the returned sample was determined to be bent at the needle/sleeve stiffener interface. The device history records for the component lots were reviewed. The associated lots (7) were released based on company's acceptance criteria. Functional test determined that the probe would not actuate at all and would not cut. The probe was disassembled and the components inspected. Significant resistance was felt while removing the inner cutter from the bent needle. This resistance would not allow the inner cutter to move freely. Wear marks indicate that the probe was used, therefore indicating the probe may have been working initially until it was bent. Mishandling suspected. The root cause was a bent needle. Unable to determine how or when the needle became bent. A bend this obvious would have been detected during assembly and testing. All probe components are 100% inspected by trained operators during mfg. Any nonconformance detected (such as "bent needle", and "would not cut" due to no cutter movement) would have been removed from the lot. (B)(4).